Event description:
Sixty-one yr old male with history of irregular rhythm, atrial flutter, rec'd thermal burn on apex area of chest wall after receiving 50 joules of electricity for cardioversion procedure to treat his irregular heart rhythm, atrial flutter. The burn can be described as circular, approx 1 inch in diameter border, significantly greater superiorly as if the current deflected upward and outward. The central area remained without burns. The pt's back remained questionable as to irritation from the pad itself or a mild rectangular thermal burn.